Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed due to t-wave oversensing during a routine follow up. Programming changes were made and further testing was recommended. The patient was asymptomatic and stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made.